Event description:
Acct. Reports that nurse had drawn several tubes of blood through the septum of the injection site. When she attempted to do the final flush, the injection site septum bulged and blood splashed back into nurse's eyes and mouth. The injection site was on the end of an arrow quad lumen. Noted that the swage collar was still intact on the injection site but the septum had tipped in the swage collar. States injection site was not being used with a stopcock. States the process requires 3 syringes: use 10 cc. Syringes; 1st flush line and check for blood return, clamp line, remove syringe, attach new syringe, unclamp line, draw blood an discard sample; clamp line, change syringe, unclamp line draw blood sample; clamp line, change syringe, unclamp line and flush line with 2-3cc nacl.the final flush step was when rn noted that the septum was bulging and when she inserted syringe into septum, rec'd the sprayback of blood and saline. No injury to the pt. Occurred.